Manufacturer narrative:
Additional information: device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the haptic bent and fibre on the lens. Dimensional inspection found the lens to be within device specifications. Claim#(B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -9.5/1.0/094 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2024, the lens was exchanged for a longer length lens implanted vertically due to lens rotation not associated to a low vault. The problem was resolved. Cause of the event is unknown.